Manufacturer narrative:
The reported event of could not fully insert the atrial lead into the header due to a metal object in the back of the port was confirmed. Analysis found that the atrial contact spring was pushed out of the ring slot when the lead was inserted into the atrial connector port. The spring was then pushed down into the tip of the connector bore in attempt to fully insert the lead. The spring down in the connector bore was now blocked the lead from full insertion into the connector. No epoxy was found to that glued the spring loops together. The connector port dimensions were normal. No device anomalies were found. The original diameter and shape of the spring is unknown since it is now distorted from being pushed down inside the connector bore. The cause of the problem cannot be determined.

Event description:
It was reported that the patient presented for routine change of the pulse generator. During the procedure the physician attempted to connect the lead to the atrial port. However, it was observed that the lead was unable to be inserted into the device header completely. Upon further inspection in appeared that something was obstructing the port. Fluoroscopy showed what seemed to be a foreign substance, metal screw, or pin. The procedure was successfully completed with a replacement generator. There were no patient consequences.